Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the fluoroscopy was not possible. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation has been cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was not possible. There was no report of harm. Philips has started an investigation of this complaint.